Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-22903. During an in-clinic follow-up, the device was interrogated and revealed noise and oversensing on the right atrial (ra) and right ventricular (rv) leads. Provocative testing was able to reproduce the noise and oversensing. It was suspected that the lead was damaged, however, this was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.